Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-01. It was reported that the pump was placed near the patient's waistline and was uncomfortable for the patient. It was stated that the patient weight was not provided and would not be made available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the manufacturer's representative was headed to a pump pocket revision. It was stated that the only details they knew was that there was nothing wrong with the pump but the patient was having some discomfort at the pump so they were moving where the pump was located. The date of the event was asked but unknown. No further complications were reported or anticipated.